Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with large ketones. To address bg level, the customer reverted to using manual injections. It was confirmed that the contact consulted with health care provider regarding diabetes management.